Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer experienced symptoms such as nausea. Blood glucose at the time of the admission was 22 mg/dl. The customer experienced a high blood glucose level of 1700 mg/dl as well as 513 mg/dl prior to the low blood glucose levels. As a result the customer experienced diabetic ketoacidosis. The customer was treated with glucose consumption. The customer was not sure if they were wearing the insulin pump during the hospitalization. The customer states was experiencing high blood glucose a couple years ago as well but was not wearing the pump greater then 48 hours. The customer was advised to monitor pump. The infusion set and reservoir will not be returning.